Event description:
It was reported that there were concerns about this pacemaker's longevity. Technical services (ts) reviewed the reports and determined the device exhibited premature battery depletion (pbd). Ts recommended device replacement. The device remains in use. No adverse patient effects were reported.